Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial # : (B)(4), catalog # : 1650de, exp. Date: 02/28/2017, mfg. Date: 02/01/2016. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 09/30/2016, mfg. Date: 09/01/2015. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 01/31/2016, mfg. Date: 01/01/2015. (B)(4).

Event description:
It was reported by the vad coordinator that this patient's controller changed from one power port to the other before batteries were down to 25%. There no associated alarms. Additional observation noted a loose power port connector between the connector and the controller housing. The batteries (which had been marked previously by the patient) and controller were exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events and that a power port was loose on the controller by slipping out of the sealing ring. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Failure analysis of the controller revealed that the controller passed functional testing but failed visual inspection due to a loose power port 1 connector with a displaced o-ring gasket. The reported " slipping out of the sealing ring" was likely the displaced o-ring gasket that was found during testing. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4).  The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries.  The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections (B)(4) were investigated under MFR- 3007042319-2016-00795 (B)(4), (B)(4) were not returned for evaluation. Other device involved in this event: sn: (B)(4). Date available for evaluation: 10/04/2016. Device evaluated by MFR: yes returned to manufacturer. Labeled for single use: no. (B)(4). Sn (B)(4). Date available for evaluation: 01/18/2017. Device evaluated by MFR: yes returned to manufacturer. Labeled for single use: no. (B)(4). Sn (b(4). Date available for evaluation: 10/04/2016. Device evaluated by MFR: yes returned to manufacturer. Labeled for single use: no. (B)(4). Sn: (B)(4). Date available for evaluation: 06/21/2017. Device evaluated by MFR: yes, returned to manufacturer. Labeled for single use: no. (B)(4). Sn: (B)(4). Date available for evaluation: 06/21/2017. Device evaluated by MFR: yes, returned to manufacturer. Labeled for single use: no. (B)(4). Sn: (B)(4). Date available for evaluation: 06/21/2017. Device evaluated by MFR: yes, returned to manufacturer. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Bat214301 UDI number: (B)(4). Bat209070 UDI (B)(4). Bat204569 UDI number: (B)(4) bat208658 UDI number: (B)(4). Bat214194 UDI number: (B)(4). Bat216759 UDI number: (B)(4). It was reported that the patient was experiencing power switching events. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat204569, bat207054, bat207088, bat208658, bat209070, bat214194, bat214301 and bat216759. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Bat207054 & bat207088, bat207054 and bat207088 were not returned for evaluation despite the efforts made. Failure analysis of the controller revealed that the controller passed functional testing but failed visual inspection due to a loose power port 1 connector with a displaced o-ring gasket. The reported " slipping out of the sealing ring" was likely the displaced o-ring gasket that was found during testing. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Corrected: it was reported that the patient was experiencing power switching events. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection with in each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat204569, bat207054, bat207088, bat208658, bat209070, bat214194, bat214301 and bat216759. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Failure analysis of the controller revealed that the controller passed functional testing but failed visual inspection due to a loose power port 1 connector with a displaced o-ring gasket. The reported " slipping out of the sealing ring" was likely the displaced o-ring gasket that was found during testing. Loose connectors and displaced o-ring gaskets are being investigated under scar2015037. Bat207054 & bat207088 were investigated under cmp-(B)(4) ; bat207054 and bat207088 were not returned for evaluation. Concomitant medical products: product ID: 1650de, lot#: bat214301, serial#: (B)(4). Product ID: 1650de, lot#: bat209070, serial#: (B)(4). Product ID 1650de lot# bat204569, serial#: (B)(4). Product ID: 1650de, lot#: bat208658, serial#: (B)(4). Product ID: 1650de, lot#: bat214194, serial#: (B)(4). Product ID: 1650de, lot#: bat216759, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional component added for this event: batteries (B)(4). Battery - (B)(4) catalog # 1650de, exp. Date 2016-09-30, MFR date: 2015-09-30. Battery - (B)(4) catalog # 1650de, exp. Date 2017-02-28, MFR date: 2016-02-28. Battery - (B)(4) catalog # 1650de, exp. Date 2017-04-30, MFR date: 2016-04-30. These batteries have not been returned to the manufacturer. A preliminary evaluation was performed and it was found that during log file review, (B)(4) were identified as being involved in power switching events. The complete investigation in-progress. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.